Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4). Software version: 3.8.4. Color: pink . Battery life remaining:<5 months. Customer reports: I lost cartridge holder in a restaurant yesterday. Per visual inspection: inpen received with missing cartridge holder. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: the customer complaint of missing cartridge holder is confirmed.